Event description:
The customer reported that during an epidural case, the left monitor went blank. The technician attempted to reboot system several times and was unable to get live image on monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified the problem of no image on left monitor. He found a shorted q2 darlington driver, replaced the q1 and q2 per manufactures specification. He also replaced the generator driver and x-ray regulator pcb, due to no drive signals to high voltage tank. Verified operation, all checks o.k. The system operates as manufacture intended.